Event description:
It was reported that the customer had high blood glucose levels of 6.7 mmol/l. The customer reported receiving a low battery alarm from the insulin pump. The customer replaced the battery on the insulin pump. The customer reported an unexpected restart by the insulin pump after installing a new battery. The customer was unable to check the alarm history of the insulin pump. The customer reported delivering a bolus and was unable to access the main menu of the insulin pump. The customer further reported that the insulin pump would not allow the customer to give a bolus. The insulin pump requested a rewind. The customer was able to bolus after rewinding the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)